Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a translation error in the infusion pump manual (indication for use). There was no indication of patient interaction. The (B)(6) translation contained the word "neurostimulator" instead of the word "pump." The manufacturer representative felt the words were not interchangeable and may confuse physicians and patients. The examples provided occurred on page 79 of the manual. The two examples provided pertain to paragraphs talking about clinician programmer interaction with a cochlear implant and telemetry disruption from electromagnetic interference . The english version does not mention the type of device, but the (B)(6) version mentions neurostimulators. The issue was considered ongoing. There were no complications reported/anticipated.